Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that the graphics case became discolored and some instruments now show rust spots after wash and sterilization. It was reported that the black letters became dark purple. The broken screw removal set was purchased and after first or second wash and sterilization, the internal components of the graphics case became discolored with a strong electrical burning odor. Several instruments also became spotted with rust. Set was in the blue kimguard wrap with a towel under and atop the set. Set was washed with a neutral detergent and ran at 270 degrees for 10 minute exposure with a 60 minute dry on sfpp (steam flush pressure pulse) there was no patient involvement. This is report 7 of 7 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the instrument exhibited very slight discoloration. The complaint condition is due to an unknown cause. Microscopic examination showed that the discoloration was caused by an unknown substance that has dried on the instrument. Regarding general corrosion it can be stated that all materials, including so called stainless steel as well, are only conditionally rust-resistant. Based on the evaluation and the unknown cause, this complaint is indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.